Manufacturer narrative:
(B)(4). D10 medical devices: rotating hinge knee left size d cemented option femoral component catalog#: 00588001401 lot#: 64549912. Rotating hinge knee femoral augment block size d 20 mm catalog#: 00599003424 lot#: 64103993. Rotating hinge knee femoral augment block precoat size d 20 mm catalog#: 00599003424 lot#: 77003570. Unknown tibial insert catalog#: ni lot#: ni. 13mm diameter 100mm length straight stem extension combined length 145mm catalog#: 00598801013 lot#: 65027757. Palacos r + g (1x40) catalog#: 66022663 lot#: 98091024. Unknown tibial tray catalog#: ni lot#: ni. The product was evaluated through manufacturing and radiographic review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This device was erroneously reported under an incorrect MFR, and is now being submitted under the appropriate MFR. See original report 0001822565-2024-03639.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address femoral loosening approximately two (2) years and seven (7) months post-operatively. Attempts have been made, however, no additional information is available.